Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and noted that when powered up, the noise would stop. All other functions were observed to be normal. The fse replaced the power management board then completed a full calibration. The unit passed all functional and safety tests per factory specifications. The fse returned the unit to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) was "off" and docked in the cart and was then plugged into the ac power, an alarm was generated. The alarm was described as an inconsistent shrill noise. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: e1(event site email), g1(contact person)

Event description:
N/a.